Manufacturer narrative:
Additional information: b5 (second paragraph) and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately nine years after transcatheter aortic valve implantation (tavi) with a medtronic transcatheter valve (26 mm corevalve), the patient experienced aortic insufficiency/regurgitation due to a torn leaflet. The reporter stated that the patient is in need of redo tavi but did not specify when the intervention would be performed. Additional information was received indicating that the patient presented with the aortic insufficiency/regurgitation due to the torn valve leaflet approximately nine years and three months after implant. The aortic insufficiency/regurgitation was severe. Redo tavi was performed four days after presentation using a non-medtronic valve (edwards sapien). The procedure was completed with a good result.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately nine years after transcatheter aortic valve implantation (tavi) with a medtronic transcatheter valve (26 mm corevalve), the patient experienced aortic insufficiency/regurgitation due to a torn leaflet. The reporter stated that the patient is in need of redo tavi but did not specify when the intervention would be performed.